Event description:
Caller reported 15 mmol/l on mobile system,took 4 units of humalog, retested at 7.4 mmol/l on compact plus system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).